Manufacturer narrative:
Unk investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -12.5/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation. This did not resolve the problem. On (B)(6) 2022 the lens was explanted. On the same day in a separate surgery a longer length lens of different power was implanted. This resolved the problem. The cause of event is unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).